Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was discarded; however, an unused device of the same lot was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing (following the instructions on the device's label copy), clear passage testing, and pressure testing were performed. No issues were found during these tests. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was unable to be replicated with the unused sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link non-dehp standard bore catheter extension set ¿slid completely out of the hard ¿hub¿ of the extension set.¿ the reporter stated that there appeared to be no adhesive holding the tubing to the rigid hub. This occurred during infusion of an unspecified saline solution and resulted in solution dripping down the patient's arm. There was no patient injury or medical intervention associated with this event. No additional information is available.